Manufacturer narrative:
The device was not returned to the manufacturer for investigation. The lot history review (lhr) for lot number p02077 was conducted which confirmed that there were no non-conformances during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. It was reported that a patient expired following the sure procedure with the cvac system. No malfunction of the cvac system was reported. The patient had a complex medical history, including morbid obesity, diabetes, and hypertension. The stones treated were presumed to be infectious and the patient developed post-operative sepsis. The treating surgeon reported that the patient outcome was due to "patient selection" meaning this patient was very sick and not a good candidate for urs. Additionally, the treating surgeon shared in discussion with the manufacturer that this event is not device-related. Sepsis is a complication that can occur following any kidney stone procedure. Occurrence is up to ~5% (bhojani, bju int. 2023 aug;132(2):210-216) following ureteroscopy (urs) and up to 4.5% (falahatkar, asian j urol 2024; 11(2): 253-260) following pcnl. Mortality rates following urs and pcnl have been reported to range from 0.02 - 0.07% (de la rosette, j endourol 2014; 28(2): 131-139 and bhojani, bju int. 2023 aug;132(2):210-216) and 0.03 to 0.7% (de la rosette, j endourol 2011; 25(1): 11-17, unsal, urology 2012; 79(1): 55-60 and johnston, j endourol 2019; 33(9): 704-711), respectively.

Manufacturer narrative:
The manufacturer's investigation is currently in progress.

Event description:
On (B)(6) 2024, a 66-year-old morbidly obese patient with significant co-morbidities (bmi >50, diabetes and hypertension) underwent an ureteroscopic stone removal procedure with the cvac aspiration system to treat multiple stones in the right kidney that were presumed to be infectious. The procedure was successfully completed with the device. At an unspecified time post procedure, the patient became septic and was hospitalized in the ICU. It was reported that the patient was resuscitated, intubated, and required vasopressor support. The patient was given intravenous antibiotics for a positive blood culture and was placed on extracorporeal membrane oxygenation (ECMO) and continuous veno-venous hemodialysis (cvvhd). On (B)(6) 2024, the patient expired. The cause of death was not reported.